Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the left ventricular lead was attempted to be implanted but was not successful due to the patient's anatomy and positioning difficulties. The lead was not implanted and instead a dual chamber ICD system was used. No patient complications were reported as a result of this event.